Event description:
On (B)(6), 2022, fujifilm healthcare americas corporation was informed of an event involving dh-40gr. It was reported that the hood separated from the scope and the distal end fell into the gastrointestinal tract during a submucosal dissection. The piece was retrieved and the procedure was completed successfully without harm or injury. There was no death or serious injury associated with the event.